Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient developed vegetative endocarditis. The implantable cardioverter defibrillator (ICD) and lead were explanted and no replaced secondary to sepsis. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 693558 implantable tachy lead, (B)(6) 2010. A d274drg implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.